Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/st retching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered due to short v-vs, sensing integrity counter (sic) and rv lead impedance variation for the right ventricular (rv) lead. The rv lead was thought to have short v-v post sense t-wave oversensing (twos) but was instead crosstalk due to high impedance change. An impedance spike was also noted. It was decided to monitor the rv lead. The following day a new lead integrity alert was triggered for high/undefined pacing impedances. Recorded episodes show non-physiologic noise and the current egm (electrogram) show simultaneous noise on both tip-to-ring and tip-to-coil egm. A lead fracture is suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.